Event description:
Medrad stellant flex connector tube cracked during power injector saline flush. Syringes were loaded and primed per protocol, connector tubing connected to patient j-loop. As saline preflush was injecting saline began spraying out of syringe/tubing connection.